Event description:
Complaint received from therapeutic goods administration - australia reports: "wire fracture and unravelling on insertion of femoral cvad. Wire fracture on attempted removal from cvad, after dilation and after placement (successful) of vacath line and wire removed en bloc. Fragments compared against complete set? Distal portion and total length appeared correct no apparent undue force, kinking or withdrawal through needle during insertion to lead to fracture. CT scan panscan? No further retained fragment no insertion technique identified as cause."

Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint received from therapeutic goods administration - australia reports: "wire fracture and unravelling on insertion of femoral cvad. Wire fracture on attempted removal from cvad, after dilation and after placement (successful) of vacath line and wire removed en bloc. Fragments compared against complete set? Distal portion and total length appeared correct no apparent undue force, kinking or withdrawl through needle during insertion to lead to fracture. CT scan panscan? No further retained fragment no insertion technique identified as cause."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.